Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). It was reported that the controller would not locate the ins to place into MRI mode. No troubleshooting performed yet. The patient mentioned that she wanted to have her device removed. According to her she has been getting good pain relief from the device since that time, but still wants it removed. The issue was not resolved. Additional information was received from a rep. Caller reports he received a call from patient, not happy. Caller reports patient was at MRI center and could not put into MRI mode, MRI appointment rescheduled to next week. Caller reports patient is able to charge her implant, could only communicate with her ins if the controller is plugged into a recharger. Caller reports without the recharger connected, patient is not able to communicate with ins using controller. Caller reports patient lives 3 hours away. Caller is requesting a replacement controller. Suggest troubleshooting done first, with re-pair the controller. The rep said he worked with patient over the phone to repair controller. Patient is able to communicate with ins using controller but when controller is connected to the recharger (rtm) she cannot recharge and the screen will just "spin" attempting to connected to ins; patient is able to communicate with controller but when using controller with rtm she gets no device found and cannot recharge. Caller does not have patient rtm nor patient on the line. Email was sent requesting rtm sn so that rtm can be replaced. A replacement rtm was sent to the pt. Additional information was received. It was reported that today ((B)(6)2022) after rep met with patient that it is the controller that is the issue after multiple reports and troubleshooting steps which didn't resolve the issue. Today rep used pt's li battery, rtm and a loaner controller and were able to charge pts ins. Controller wasn't able to power up with li battery or aa batteries today. A replacement controller was sent to the patient. Additional information was received. It was reported that this issue was resolved. Information was updated when calling in to have a new remote sent out to the patient. She received a new remote which allowed her to communicate with her ins. Her MRI was completed without issue.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(6) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.